Event description:
On (B)(6) 2017 mpxr 422182 x2, mpxr 421918 (con): information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient has been sleeping a lot because the patient has a uti and a low grade fever. Because of the patient sleeping more the patient was not drinking much, which the patient thought could be contributing to the patient's infrequent voiding. The caller indicated that the patient had used a home test kit to test for a uti and the results were questionable so the patient was going to follow-up with their healthcare provider (hcp) if test continues to be questionable or things get worse. The patient called a third time and reported the same information stating that they think that they have a uti and adding that their back was sore. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.